Event description:
Plantiff alleges suffering from a latex related illness and injury and sustained the following injuries: respiratory problems, anaphylactic reactions, related mental and emotional distress and will suffer substantial loss of earinings and earning capacity. Plantiff's husband, alleges loss of consortium of his wife.